Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. Upon deployment, sensor wire came out with the applicator barrel. No medical intervention was required.